Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., h.6.

Event description:
Device has been discarded.

Event description:
Patient reported left side "rupture." Patient also reported "extreme joint pain, slight head to toe body vibration, every morning when I wake up I'm in horrible pain as if someone beat me up in my sleep especially in my chest, torso and upper legs" and "forgetfulness/brain fog"; these events are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: broken shell device. Analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Patient also reported "extreme joint pain, slight head to toe body vibration, every morning when I wake up I¿m in horrible pain as if someone beat me up in my sleep especially in my chest, torso and upper legs" and "forgetfulness/brain fog"; these events are not device related. Device has been explanted.